Event description:
It was reported that "staples were found loose prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned two units of 528235 visistat 35r 6/box for investigation. This investigation will focus on one of the two samples. Refer to tc 1900108671 for the investigation of the other sample. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The sample was returned with its trigger partially engaged. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon functional inspection, no staples fired. It appeared that the staple misalignment prevented the remaining staples from firing. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. An non conformance was opened by the manufacturing site to further investigate the issue of visistat 35w staplers failing to function properly. The forming tool component is under investigation as part of the nc. Dimensional inspection was not required as a part of this complaint investigation. Additional inspection was not required as a part of this complaint investigation. Per DHR the product visistat 35w 6/box lot # 73h2200214 was manufactured on 08/08/2022 a total of (B)(4). Lot was released on 08/17/2022. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. The reported complaint of "misfire/jamming-misaligned staples" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, it appeared that the staple misalignment prevented the remaining staples from firing. The sample was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.